Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level was 512 mg/dl on the morning of the call, and 400 mg/dl at the time of admission. Blood glucose level near the time of the call was 279 mg/dl. The caller stated that the customer was vomiting, had stomach cramps, difficulty breathing, and chest pains. The caller reported that the high blood glucose levels had been treated with the insulin pump. The caller also reported that the insulin pump had no delivery alarms. The insulin pump was not replaced or returned for analysis.